Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the issue could not be duplicated but was able to confirm the xdcr faults within the events log. The main board was replaced in order to resolve the customer's reported issue. The operational verification procedure (ovp) and user verification test (uvt) was performed and the device passed to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm while in use with a patient. The customer reported that the patient was removed from the ventilator and placed on a back up device with no patient harm.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed through the event logs but was unable to be duplicated in the laboratory setting. The root cause of the reported issue is suspected to be a transducer, pt802, that is drifting, but during testing the transducer was still operating within specification.